Event description:
The facility reported a colleague infusion pump with the reported condition of black bar on display. It is unknown in which care area this event occurred. This event occured during power up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. Black bar on display.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a black bar on display was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty main display. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.